Event description:
It was reported by the affiliate that during a coronary angiogram with percutaneous coronary intervention (pci), a 6f .070 jr 4 100cm vista brite tip guiding catheter twisted and broke in half while cannulating the right coronary artery. The device was returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during a coronary angiogram with percutaneous coronary intervention (pci), a 6f .070 jr 4 100cm vista brite tip guiding catheter twisted and broke in half while cannulating the right coronary artery. A manual hand maneuver was used to retrieve the segment. The patient is in stable condition. The target lesion was the right coronary artery (rca) which had a rate of 70% stenosis, no calcification, and no tortuosity. The separation occurred at the shaft of the device, half way from the distal end. The device separated inside of the patient. The device kinked in the area of separation. It is unknown if resistance was met while advancing the device through the vasculature or advancing the device over the guidewire. It is unknown if excessive torquing was required or if resistance was met while withdrawing the device. No anomalies were noted to the device when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. One non sterile unit of vista brite tip 6f .070 was received coiled inside a plastic bag, the catheter was found twisted and separated at 39.5cm from ID band distal end. The sample exhibited a twisting and elongation characteristics at the separation points. The proximal section of catheter body present a compressed/elongated section of 10.1cm found at 29.7cm from ID band distal end. The distal section of catheter presents kink/bent conditions at 43.0cm and at 46.5cm distal end as well as a compress and twisted section of 7.9cm was found at 58.0cm from distal end. No other issues were found. Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the body separated condition; the results are the following: ¿sem results showed that the received catheter experienced a twisting event prior to the separation. In addition, the exposed braid wires presented evidence of ductility on the separation surfaces; it is well known that ductility is a common characteristic on samples which underwent pulling/ stretching prior to the separation. Cutting was discarded as root cause since the material does not present cutting conditions.¿ the catheter od and ID were measured near to twisted and separated condition and near to compressed and kinked conditions and results were found within specification. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿catheter (body/shaft) - separated-in patient¿ and ¿catheter (body/shaft) - kinked/bent¿ were confirmed through analysis of the returned device; however, the root cause could not be conclusively determined. Based on the information available for review, no anomalies were noted during inspection and preparation of the device prior to use. The target lesion had 70% stenosis which may have contributed to the difficulty experienced by the customer. The analysis notes twisting and elongation of the device at the point of separation; however, it is unknown if excessive torquing was utilized in a attempt to access the lesion. Neither the DHR nor the product analysis suggests that the reported failure could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Addendum ((B)(6) 2013): additional information was received by the affiliate. The separation occurred at the shaft of the device, half way from the distal end. The device separated inside of the patient. The device kinked in the area of separation. A manual hand maneuver was used to retrieve the segment. The patient is in stable condition. It is unknown if resistance was met while advancing the device or advancing the device over the guidewire. It is unknown if excessive torquing was required or if resistance was met while withdrawing the device. The target lesion was the right coronary artery (rca). The target lesion had a rate of (B)(6) stenosis, no calcification, and no tortuosity. No anomalies were noted to the device when removed from the package or during prep. The device was not inserted through a stopcock instead of a hemostatic valve. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.